Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that during patient use, there were two issues of air in line. There was no patient harm/adverse event reported.